Event description:
It was reported that the pump screen unexpectedly went blank with the led not blinking, due to a shutdown caused by low battery. The customer's blood glucose level exceeded the recommended range, reaching a "high" value, but no specific number was provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Technical support informed the customer about the cause of the issue and provided guidance on managing situations when the pump turns off or is reset, advising the customer on best practices for maintaining the pump¿s battery. The customer acknowledged and understood the instructions provided.